Manufacturer narrative:
The technician adjusted the brake to repair the bed.

Event description:
Information received indicates one of the brake casters will continue to roll when the brake is engaged.